Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display due to cracked lcd glass. Unable to perform the displacement test due to blank display.

Event description:
Customer reported via phone call that insulin pump had blank white screen . The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.